Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer reported that they also received a no delivery alarm. The customer's blood glucose was 403 mg/dl at the time of incident. The customer stated that the blood glucose reached 502 mg/dl. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that they had a kinked cannula. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed fixed prime and the insulin did exit. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The motor passed motor test and no motor error alarm and no excessive no delivery alarm. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.